Event description:
The hcp reported after recovering from a catheter revision in march, the patient came in for a refill and had 38 cc of drug in their pump when 3 cc were expected. The patient had been experiencing "some spasticity." The drug used in the pump in lioresal 2000 mcg/ml at a dose of 460 mcg/day. Additional information received from the hcp indicated no rotor study was performed but a catheter study determined the catheter was disconnected at the pump, had dislodged from the it space and was occluded. The patient had surgery in 2008 to replace the catheter. See MFR report# 2182207-2008-00507.

Manufacturer narrative:
.